Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset instructions from technical support, and after following the procedure, the error code did not reappear, allowing them to successfully start their sensor session.